Event description:
It was reported that pump experienced malfunction after customer went kayaking with pump attached, although pump was not submerged for extended time or at significant depth. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.